Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt had his pump removed "a couple of years after implant" due to infection. The pt's status was undetermined at the time of the report. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.